Event description:
Information received by medtronic indicated that insulin pump was damaged. No harm requiring medical intervention was reported. Insulin pump will be return for analysis.

Manufacturer narrative:
(B)(4). On (B)(6) 2022 the customer alleged was for cosmetic damage located at the battery compartment. Pump received with blank flashing white display. Unable to perform the displacement test, sleep current test, active current test, and self-test due to blank flashing white display. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2, force sensor, and motor.¿test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, broken battery tube threads, stained keypad overlay, cracked case (battery tube), pillowing keypad overlay, and minor faded serial number label damage. Blank flashing white display was confirmed during analysis due to moisture damage on electronic assembly. Cosmetic damage was confirmed located at the broken battery tube threads and cracked case (battery tube). The insulin pump involved in this event is the ngp 780g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states